Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the vibrate function was not working on the insulin pump. Customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.